Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). Concomitant product continued: fr995-29, tissue valve implanted: (6)(6) 2006.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached end of service (eos) due to excessive charge time. The device had two charges greater than 16 seconds. An alert triggered after the second time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary : the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis confirmed that the device incurred an excessive charge time condition with the original device battery. The device was able to provide a 35 joule charge within nominal charge time when using a donor battery. The device was fully functional when powered with an external supply. No hybrid anomalies were found. Based on the destructive analysis results, no internal short occurred in the battery. There was localized lithium (li) discharge along the edges and nearly complete li severing that lead to isolation of anode segment 7. Anode severing resulted in a reduced li anode surface area and causes an increased battery resistance. Review of the save to disk data showed an excessive charge timeout prior to explant. The excessive charge time resulted from increased battery resistance induced by li severing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.